Manufacturer narrative:
Device code 3191 should have been included in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
On 14 aug 2019 we received notification of an article published in sociedad espanola de oftalmologia, ' intraocular pressure fluctuations in patients implanted with an implantable collamer lens (icl v4c). Three-month follow-up.' The study found that the percentage of oht was 6.6% (2 eyes) of the overall sample, which required treatment with topical hypotensors during 8 weeks and resolved in approximately 10 weeks without glaucomatous structural or functional damages . It was reported that as of (B)(6) 2019, all lenses remained implanted and no further problems were reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.